Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, for a patient who was operated several times by the same surgeon, the last surgery was the second failed attempt to exchange the growing piece of his gmrs implant (hmrs/gmrs spigot separator). A longer growing piece is needed; growing piece the patient currently has failed/lost it¿s ability to keep it¿s full length. It is suspected that separation of the stem/growing piece spigot failed because of cold fusion. The patient ((B)(6) boy) has 6cm difference in leg length; the original growing component is set to its maximum length but "as it¿s" collapsed once the patient¿s parents lost their trust in the device. It is not clear why/how the device lost it¿s internal blockage, but the surgeon found it collapsed (in the shortest position instead of the last set elongation) in the operation when they wanted to do the last adjustment (the last 5mm) before changing to the longer piece. After they went through the elongation steps again - 2-3 small surgeries - they reached full length again. The device showed no signs of failure/instability.